Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient's lead had migrated. During the surgery, the surgeon believed he had damaged the penta paddle. In turn, the lead was explanted and replaced to address the issue.